Manufacturer narrative:
The device was evaluated by the returns department which found that the underlying cause is unable to be determined as the o2 level didn't drop below 87%.

Event description:
The dealer states that there is a no downstream occlusion alarm, the unit is not alarming.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The dealer states that there is a no downstrean occlusion alarm, the unit is not alarming.